Event description:
It was reported that there was an issue with pl755su - caiman maryland non articulat.d5/170mm. According to the complaint description, the coated part on the jaw tip was broken. Another device was used instead. An additional medical intervention was required. The broken pieces were found and there was no further harm to the patient. Additional information was not provided. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
This is a similar device report, a similar device of the reported device was sold to us the reported device is not marketed in the us. Manufacturing site evaluation: investigation on-going. Additional information /investigation results will be provided in a supplemental report.

Manufacturer narrative:
Investigation: visual investigation: we investigated the fracture edges of the chipped of peek. Here we found no signs of manufacturing errors or material failures. Neither the investigation of the device history records/manufacturing documentations nor the complaint history review gives any signs of a product or construction related error. Without further knowledge about the circumstances we assume a usage-related error like (pre) damage caused by dropping or dipping the tip of the jaw against a hard surface. Batch history review: the device quality and manufacturing history records (DHR) have been checked for the leading device(s) lot number(s) and the products found to be according to our specifications valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The review of risk assessment revealed that the overall risk level (severity 2(5) x probability of occurrence 2(5) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigation results a CAPA is not necessary.